Event description:
It was reported that a critical procedure with the x8-2t transducer could not be completed on the epiq cvx ultrasound system due to image artifact. The evoque tricuspid valve replacement procedure was completed after an exchange of the ultrasound system. There was no patient or user harm associated with this event. Additional information is being obtained. Philips has started an investigation, and upon completion, a follow up report will be submitted.